Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged motor and cam sensor. The downstream occlusion seal, motor, the cam sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error 41622 occurred with continuous beeping when attempting to run the pump /kl. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.